Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 260 mg/dl. Customer's blood glucose at time of call was 346 mg/dl. During troubleshooting device passed the high pressure test. Customer mentioned to have battery issues and replacement battery cap did not resolve the issue. Customer mentioned the device did not alarm low battery alert prior to the off no power alarm. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.